Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that when they replaced the battery for their device they discovered moisture on the battery and underneath the display screen. The patient noted that there was no obvious physical damage to the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there were reboots found in the pump black box. When the pump was exercised, no power issues were duplicated. During the leak test, the pump was found to be leaking. Due to internal moisture contamination, the pump powers to the verify screen with a multicolored display and unresponsive keypad. Evidence of moisture contamination identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.